Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and the legal manufacturer¿s investigation. The device was returned to an olympus service center for evaluation and the issue was confirmed. The unit had a non-olympus brand lamp with more than five hundred (500) hours of use. In addition, the housing had minor cosmetic wear and tear. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issues could not be conclusively specified. It was likely that the lamp was used for more than five hundred (500) hours, and that the e103 error occurred because the lamp did not light up and switched to the emergency light.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the user was asked to take the heat sink and lamp assembly from another known good working clv-s190 and try it on the affected clv-s190, however, the same issue occurred. The user was asked to take the heat sink and lamp assembly from the affected clv-s190 to another clv-s190 and it worked fine on the other unit. Removing the power from affected clv-s190 entirely did not fix the issue. The user was advised that there was something wrong internally on the affected clv-s190 and was instructed to send it in for repair. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the visera elite xenon light source switched over to spare lamp mode during use in a diagnostic procedure. The xenon lamp was replaced but it still did not turn on. The unit displayed an e103 error code. No patient harm was reported.